Manufacturer narrative:
Eval: method - because the adverse pt symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for an evaluation.

Event description:
After completing a successful transoral incisionless fundoplication (tif) procedure, the pt experienced some chest tightening. The pt was presented to the ER three days later with chest pain. A CT scan and white blood count were run. The results showed there was no free air in the chest, white blood count was normal, and a small pleural effusion was present. The pt was kept overnight for monitoring, however no additional treatment was necessary. Pt is doing fine and all pain has resolved.